Manufacturer narrative:
(B)(4). This lot was manufactured from february 26, 2015 to february 27, 2015. Evaluation summary: the device was received for evaluation. Visual and microscopic inspections were performed. No particulate matter was found in the tubing of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had particulate matter in its administration line. This was identified after filling. The device was filled with an unspecified amount of colistimethate. There was no patient involvement. No additional information is available.